Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Healthcare professional reported patient received coolsculting treatment on (B)(6) 2025 to the flanks area using the cooladvantage applicator and to the abdomen area using the cooladvantage petite applicator and presented with paradoxical hyperplasia (ph) two months post-treatment. Healthcare professional reported "hard, firm tissue". Patient later reported "coolsculting treatment did not work, there is nothing wrong with me, there was something wrong with the machine as it did not get cold, he was never diagnosed with paradoxical hyperplasia". Healthcare professional later confirmed patient was diagnosed with paradoxical hyperplasia (ph).